Event description:
The customer reported being hospitalized due to high blood glucose of 689mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer stated that she was unsure if the insulin pump was delivering insulin and her glucose level would not decrease. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 146mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.